Event description:
Customer reportedly obtained results of 399 mg/dl, 180 mg/dl, 285 mg/dl, and 337 mg/dl on the aviva system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system, and replacement was sent.